Manufacturer narrative:
Evaluation still in process. A follow up report will be sent when more information is available.

Event description:
The customer alleged the pump was not completing the correct dosage.